Event description:
The customer stated that she was treated by the paramedics due to a low blood glucose reading of 20 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed the displacement test. The customer stated that she changed the infusion set two hours prior to the event, but she was not connected to the infusion set during the manual prime. The customer reported a noise coming from the insulin pump when pressing the up arrow. The customer has tried a battery change, but the problem continues. Advised that the insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.